Event description:
During insertion of the iab through the introducer sheath, the balloon began to unravel. The entire assembly was removed and the procedure was restarted. There were no further difficulties or patient complications.